Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient's ipg was taking a long time to charge and the battery could not get to a full charge. Database result showed that the battery discharge revealed no anomalies and the device appeared to be working as expected. The patient underwent a revision procedure wherein the pocket site was revised and the ipg was replaced. The patient was doing well postoperatively.